Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a compromised forced sensor alarm during priming. Caller stated that insulin pump was not dropped or bumped. Caller stated insulin "squirt" out when attempted to prime. Caller stated drive support cap appeared normal. Customer's blood glucose was 317 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test and a compromised force sensor system error alarm during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery tests due to the motor error alarm. The motor passed the motor test, operating currents, unexpected restart, displacement and self tests. The pump had a cracked case at the display window corner, a broken belt clip slot and minor scratches on the display window.